Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high voltage lead impedance had doubled. Other measurements were unchanged. Further testing was recommended for proper delivery of shock therapy but was not scheduled. The patient was stable.